Manufacturer narrative:
(B)(4).

Event description:
During a roux-en-y procedure, the needle would not load properly and fell out of the jaws directly after loading. The device was not used on the patient. A different device was used to correct the problem. No device fragment or component fell into the patient cavity.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the endo stitch* 10mm suturing device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the endo stitch* device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering has noted that an investigation regarding the "difficult to load needle"? Complaint mode produced a direct correlation between improper needle orientation and the "difficult to load needle"? Condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. Visual and functional testing of the returned product confirmed the product met quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.